Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to attach a connector and, after receiving troubleshooting and an educational video on supply change, the user successfully attached a new connector. Symptoms included no adverse clinical effects. Outcomes included no alerts, alarms, or medical escalation. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the difficulty to attach was resolved by replacing the connector, consistent with a user-interface or fitment issue related to the connector component. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of the connector mitigated by education and use of a new connector.